Event description:
The customer reported that they could not save images to the system. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cables, boards and connections were evaluated and reseated. The voltage on power supply was readjusted. The system was tested and found to be working as intended and returned to service.